Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B) (6) 2009, inratio2 (test1).; (B) (6) 2009, inratio2: 2.6 (test2).

Manufacturer narrative:
Data analysis is not performed since the time of testing between two readings exceeded three hours of each other. A 1.6 and 2.6 inr are obtained a day interval of each other and an increase of coumadin dosage has occurred. Since the time of test exceeded three hours there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Tests were done more than three hours apart and there is a high possibility that the discrepancies are due to changes in the status of the pt. There is no sufficient info to determine the root cause. This issue will be subject to tracking and trending. Corrective action is not required at this time.